Event description:
Further information was received which indicated the device was not replaced.

Manufacturer narrative:
Event date is unknown. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference numbers: 1627487-2020-47999, 1627487-2020-48000, 1627487-2020-48001. It was reported that two of the patient¿s leads had migrated resulting in ineffective stimulation. As result the patient may undergo surgical intervention on a later date.